Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, device handling problem. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare provider reported "baker grade IV capsular contracture, a very adherent double capsule" and "the right one has a sting since when I took it out I did it" which was diagnosed through a noted echograph. Healthcare provider further explained " I wanted to explain that when the prosthesis was explanted, when I took it out, I rubbed against the instruments leaving a small scratch with my own material on the explanted prostheses". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. Double capsule: unable to observe. Use error: unable to observe. As per the investigation procedure creases, wear abrasion and deformation were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and a very adherent double capsule. It was later explained when the prosthesis was explanted, the physician took it out and rubbed against the instruments leaving a small scratch". The device has been explanted and replaced.